Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the last implantable neurostimulator (ins) failed and the device was giving short circuit, so a new ins was implanted. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
The returned ipg 3058 interstim ll passed all functional testing in the laboratory. No anomalies were identified. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis observed the distal end of the lead was stretched. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on further review of the file, it was determined that parts of this event were also reported under manufacturer¿s report #3004209178-2018-11669. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the reason for the ins and lead being explanted (and sent back for analysis) was that patient's therapy stopped working. It was noted that the cause was likely due to patient's motor cross hobby. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Weight was unknown. The cause was undetermined. They could not confirm the lead was fractured. The explanted ins and lead were received by medtronic for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1gwsu, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a revision, the lead was replaced. The hcp reported that the patient was getting therapy, then the lead stopped working and the patient started having pain. It was noted that the patient participates in motocross, so they thought that the lead may be fractured as a result of riding motorcycles. The reason for the call was that the hcp wanted the lead evaluated. The manufacturer representative (rep) will provide the hcp with a return mailer kit. The rep confirmed that the lead replacement went normally and the patient was feeling stimulation following the replacement. No further complications were anticipated/reported.